Event description:
It was reported during a g-tube removal, the balloon did not deflate completely. The balloon was being used to dilate the tract for the tubing to be removed. It is unk how many atm the balloon was inflated to. A 6f sheath was used. The doctor was able to pull the partially deflated balloon through the introducer. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU (instructions for use) for this device states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The current IFU (instructions for use) states indications for use are as follows: conquest pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries.